Manufacturer narrative:
H10: on 22dec2023, it was reported that the biomedical engineer (bme) repaired the device. The parts consumed and replaced were the liquid-crystal display (lcd) assembly, lcd cable, lcd tray, user interface (ui) printed circuit board assembly (pcba), ui pcba to lcd cable, and a screw set. The device was confirmed to meet specification for the performed service and was ready for patient use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the liquid crystal display (lcd) was too dark. The device was reported to be outside of use at the time of the reported problem. The philips field service engineer (fse) has ordered the lcd assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba), back light inverter pcba, ui to power management (pm) cable, ui to ground cable, and back light inverter cable. The investigation is ongoing.

Manufacturer narrative:
The replaced liquid crystal display (lcd) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech confirmed the issue, noting a very dim backlight. The graphics portion of the lcd was stated to be clear, but was tricky to see due to the dim backlight issue. Through the evaluation, the pil tech verified that the backlights of the lcd cold cathode fluorescent light (ccfl) backlights are faulty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.